Event description:
It was reported that during a balloon kyphoplasty procedure, while opening the monomer vial bottle it fractured and cut hand of the scrub tech who then sought medical attention. Product was removed from the sterile field and disposed of in sharps container. Another cement was used to continue the surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.